Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile faults) was confirmed. As received, the monitor displayed code 203. Upon evaluation, there was solder flux residue on the j1000 jumper pins, creating high resistance. The cause of the inabilty to complete testing is the flux. Root cause investigation of similar failures determined that flux residue on the j1000 connector can cause a service code 102. There was no death or adverse event associated with the monitor malfunction.

Event description:
4/30/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor indicating that the patient was experiencing discharge profile faults.